Manufacturer narrative:
The surgeon ended up moving her pocket to her left side (opposite) and went ahead and replaced her battery. Device has been returned to enterra medical for analysis, results pending.

Event description:
Patient has been experiencing pocket pain since her last battery was replaced.

Manufacturer narrative:
Patient complaint of pain at pocket site; device explanted and replaced with another enterra battery. No defects found in returned device.